Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine 25mg/ml at an unknown dose/frequency and clonidine at an unknown concentration/dose/frequency via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported magnetic resonance imaging (MRI) compatability guidelines were requested. There were no patient symptoms reported. It was unknown if this was a gradual or sudden change in therapy/symptoms. It was noted the pump flipped, and it was asked if this was related to the MRI. It was reviewed that a MRI should not cause a pump to flip. The pump flip occurred in 2014 also specified as a "year and a half ago." No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.